Manufacturer narrative:
The customer reported their AED would not power on and the asi is flashing red. The maintenance schedule is reported as monthly. The customer installed an alternate battery pack and the service code warning clearned. The device functioned as designed; the asi is flashing green. The IFU states: maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications at the time the product was shipped to the customer. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported their AED would not power on and the asi is flashing red. This event did not occur during patient use.